Event description:
Additional information was received on (B)(6) 2015 indicated that there was a loss of therapy. It was noted that the patient had not been to indiana to meet with the physician. No steps had been taken to resolve the stimulation pain. It was noted that second surgery a wire burned through or broke off on ¿#3¿ lead. Due to this they replaced the wire and battery itself. This was in 20112. The device was left off after surgery and had no instruction. The lead going from their left cervical broke in 2012, and was repaired in 2012. The lead was moved from c3 to c2 because of scar tissue.

Event description:
It was reported that the patient experienced stimulation in the wrong location, leading to increased baseline pain. The patient's neck pain returned, and he felt stimulation in his arms and hands, leading his hands to shake "like he had parkinson's disease". It was reported that the patient's leads had migrated about three inches, and the patient was scheduled for a lead revision and battery replacement on (B)(6) 2012. The manufacturer's device registry showed that the patient's battery and one lead were replaced as scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3888-33, lot# v136689, implanted: 2008 (B)(6), explanted: na; lead: model 3998, lot# v128364, implanted: 2008 (B)(6), explanted: 2012 (B)(6); lead: model 3888-33, lot# j0451710v, implanted: 2008 (B)(6), explanted: na; extension: model 3708240, serial# (B)(4), implanted: 2008 (B)(6) , explanted: na; extension: model 3708160, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; extension: model 3708240, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4).

Manufacturer narrative:
(B)(4).